Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) using a penumbra system aspiration pump max 110 (pump max). During the procedure, when the pump max was powered on, there was a delay of about 5 seconds before the pump started working. This delay happened each time the pump was powered off and back on. However, the procedure was completed using the same pump max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: there was no visible damage to the exterior of the pump. Conclusion: evaluation of the returned device revealed that the pump was functional. Therefore, the root cause of this complaint cannot be determined. Pumps are 100% functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.